Manufacturer narrative:
There is not enough information to conclude that the spacelabs monitoring equipment failed to operate to specifications at the time of this complaint episode. This complaint was reported five days after the date of occurrence. Due to this gap in time, the patient database was purged before spacelabs could save a backup to be reviewed as part of this investigation. The customer indicated that they have an ics backup file containing the relevant patient data but the returned files were not correctly formatted and could not be restored. Several request attempts for the correct ics backup file were sent to the customer but the file was not returned. H3 other text : placeholder

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2021, a 10 second pause did not alarm and did not print out an alarm. No visually alarms either, and the rn was in the room with the patient. If the rn had not been in there, this could have resulted in a different outcome. The event occurred on friday evening at about 8:30 pm. There was no reported injury to any patient in association with this report.